Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
A xia3 iliac bolt was removed from a patient because the head of the screw had become disconnected from the shaft of the screw in the patient post-op.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer reported event of a xia 3 titanium polyaxial screw tulip disengagement post op was confirmed via review of photographs of the device. A review of the products manufacturing records revealed no nonconformity. Based on the review of previous complaints for this same issue as well as findings reported by r&d engineers in a report, over tightening is the likely cause of tulip disengagement, with tightening at the max bone screw angle also possibly contributing to the event. The report also states that multiple tightening attempts of a screw at high angulation can cause deformations that can allow disengagement of the screw with the tulip. This supports the conclusion that the likely cause of the reported event is multiple tightening at a high screw angulation with use of excessive tightening force. Conclusion: the cause of the reported event cannot be determined conclusively because the device was not returned to stryker for full evaluation.

Event description:
A xia3 iliac bolt was removed from a patient because the head of the screw had become disconnected from the shaft of the screw in the patient post-op.